Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including stress and troubleshooting testing without duplicating the customer's report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The pads were returned for evaluation. The pads were replaced and scrapped as a precaution. Analysis of reports of this type has not identified an increase in trend.